Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The device was received with cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted.

Event description:
The customer reported via phone call of receiving a compromised force sensor alarm on their insulin pump. The customer's blood glucose was unknown. The customer states that insulin is squirting out during manual prime. The customer states they are stuck in rewind complete bolus delivery loop. The customer states the drive support cap is sticking out. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.